Event description:
Voluntary medwatch received states that the implantable pulse generator was associated with an infection and that the patient had endocarditis. Vegetation was reported on the leads. No intervention was reported. The patient¿s clinical status was not reported.

Manufacturer narrative:
Correction: section h11: UDI is not available as product information was not provided.